Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient lowered the patients rate and took the patient off high dose stimulation to conserve the times in which patient would have to charge. The cause was that patient was on high frequency stimulation and that drained the battery much quicker. The issue was resolved after rep put the patient on low dose stimulation. It was undetermined what patient's weight was at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient mentioning that their charge only lasted a couple of days. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient is charging too often. The patient stated that their stimulation settings are low because they hate having to charge for 4-5 hours every day. The patient wants the implant removed. The patient was forwarded to their healthcare provider (hcp) to discuss removal. No further complications were reported or anticipated. No symptoms were reported.